Event description:
On (B) (6) 2009, during a kit inspection, the sales representative noted that two incompass polyaxial screws were disassembled. This malfunction of a similar item has been associated with an adverse event in the past. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Device was not implanted. Requests made for return of product.